Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "textured implant." Device has been explanted.

Manufacturer narrative:
Postal code (e1): (B)(6). Province (e1): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
The device has been discarded.

Manufacturer narrative:
Clarification to d6a: partial implant year of 2004 was reported in error as the device was not manufactured until 2015. A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow particles on the surface of the shell. Encapsulation observed. It is not possible to determine the lot number or catalog through the photos provided.